Event description:
(B)(6) 2015, ldh 1058 but no evidence of pump malfunction on limited tte (lvidd 4.8cm). (B)(6) 2015, cvvdh clotted, unable to replace permcath d/c elevated inr- coumadin d/c. Heparin infusion started. (B)(6) 2015, ldh 1126. (B)(6) 2015, ldh 1529. . Echo done shows, lvad inflow cannula abutting interventricular septum. Inflow cannula velocities 85-110 cm/s. Thrombi noted within inflow cannula lumen., bivalirudin infusion started 2/2 ldh/pfhgb/clot while on heparin. (B)(6) 2015, rising ldh concerning. Could be hemolysis related to cannula position vs thrombus. Asa increased to 325. (B)(6) 2015. Tee was notable for inflow cannula abutting ventricular septum. (B)(6) 2015, ldh increasing with flow/power increasing. Bival stopped. (B)(6) 2015,there is some concern that hemolysis is being caused by cannula abutting the septum. However there is no increased gradient across inflow canula. The decreasing ldh with lower speed implies that this might be flow to dynamic obstruction rather than clot. We plan to try and reposition the inflow cannula. There is some concern that hemolysis is being caused by cannula abutting the septum. However, there is no increased gradient across inflow canula. The decreasing ldh with lower speed implies that this might be flow to dynamic obstruction rather than clot. We plan to try and reposition the inflow cannula. (B)(6) 2015 , the patient is hemodynamically stable, but has not made much process. Patient's echo reveals that the lvad pump has migrated and the inflow cannula is abutting her interventricular septum. To minimize suction events and vt we have dropped her speed significantly. Thus she is not getting enough flow. This is not a durable situation. Additionally, her ldh is 2500. It is difficult to tell if she has actual pump thrombosis or if this is due to pump malposition. I believe we need to, ata minimum reposition her lvad pump. If we can secure the pump in a better position, it may alleviate these issues. However, if we reposition the pump and the patient has continued high flows/powers, this would suggest that the patient has significant clot burden and the patient would need their lvad pump replaced. (B)(6) 2015 the patient was taken to the or for repositioning of lvad. Operative findings: lvad inflow cannula abutting septum. Significant improvement with repositioning. Lvad speeds able to be increased from 8400 to 9200 without suction. (B)(6) 2015, power spikes/increasing flows, tee reportedly normal. Overnight continued power spikes/increased flows. Titrating heparin to goal. (B)(6) 2015 patient went into ventricular tachycardia today, a code was called acls performed. Patient was taken to or, the patient has a failed lvad. They have no bp. We attempted emergent ECMO cannulation for ecpr. We gained vascular access in both groins. There was no pulse. There was no flow. We placed micro punctures both medially and laterally in an attempt to gain access in this emergent pulseless patient. We cannulated what we thought was femoral artery and femoral vein. Unfortunately, there was significant mixing in the ECMO signifying that we were probably accessing the same system (venous or arterial). We continued to try and gain access. We were unable to gain access do to lack of pulse and large body habitus. At this point, the patient had been without a bp for approximately 1 hour. We ceased access attempts. Patient expired at 06:51 on (B)(6) 2015.